Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys troponin I immunoassay (tni) on a cobas 6000 e 601 module (e601). Erroneous results were reported outside of the laboratory. Tni testing was requested for the patient because the patient was anguished. The first sample collected from the patient initially resulted as 3.07 ug/l and repeated as 3.09 ug/l (positive). The 3.09 ug/l value was reported outside of the laboratory. The patient was sent to the hospital based on the result. An examination of the patient at the hospital showed negative results for myocardial damage. An electrocardiogram was performed on the patient and this was negative. The patient was also tested for tni using the beckman dxi analyzer and the result was < 0.01 ug/l (negative). A second sample was collected from the patient and tested on (B)(6) 2017, resulting as 2.94 ug/l. This sample was repeated, resulting as 2.94 ug/l. A 2.94 ug/l value was reported outside of the laboratory. The sample was repeated on a different analyzer (unknown model) and the result was 2.93 ug/l. No adverse events were alleged to have occurred with the patient. The e601 analyzer serial number was asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. The tni results obtained by the customer were confirmed. The sample also had negative values for tnt and ck-mb. Further investigations of the sample determined that it contains an interferent to the tni reagent. This interference is caused by an igm molecule, most likely a human anti-mouse antibody. This limitation is covered in product labeling.